Event description:
A user facility reported this lma leaked after it was inserted into a pt. There was no pt injury or problems. The device has been returned to lma north america and will be forwarded to the MFR for evaluation.